Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's oxygen blending module was failing. The device was evaluated by a third-party and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue. An issue related to the device's exhalation porting block was observed. The device's exhalation porting block was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's oxygen blending module was failing. There was no harm or injury reported. The device has yet to be returned to manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.